Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of dyspnea, worsening mitral regurgitation (mr) and mitral valve injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which contributed to the slda; however, this cannot be confirmed. The reported tissue damage and worsening mr appear to be related to procedural conditions and a result of the slda; the reported dyspnea was likely a symptom of the increased mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed because the implanted clip (50821u229) detached from one leaflet and remained attached to the other leaflet, resulting in a leaflet tear. On (B)(6) 2015, the initial mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. One clip (50821u229) was implanted, reducing the mr to 2-3. On (B)(6) 2015, it was found that the clip had detached from the anterior mitral valve leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The anterior leaflet was torn and the mr had increased to 4. One clip was implanted medial to the first clip, and the mr was reduced to 3. On (B)(6) 2016, the patient presented with dyspnea due to the increased mr caused by the slda. Echocardiogram was performed and the mr was grade 3. On (B)(6) 2016, a new mitraclip procedure was performed in an attempt to further reduce the mr. The second implanted clip was confirmed to be stable on both leaflets. There was a big gap lateral to the slda first clip with a flail. One clip was implanted, reducing the mr to 2. The mr was reduced as much as possible, and the clinical outcome has to be evaluated later. No additional information was provided.